Manufacturer narrative:
The customer¿s experience of power cord damage was confirmed, however the root cause of the power cord separating between the outer sheath and the female receptacle was not definitively identified. Some potential causes for the sheath separating from the power cord have previously been identified as due to insufficient adhesive between the power cord receptacle, the power cord sheath or separation due to customer mishandling (pulling on cord instead of plug/connector to disconnect from power source or another unit). A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported an increased failure rate of power cords over the past year during his inspections during device maintenance in biomed. Biomed has replaced upwards of 500 cords and spent 8-10k in the st louis market specifically. The cord appears to be coming out of the housing at the connection to the pc unit where he would expect to see adhesive to secure the connection. The covered wires within the power cord are exposed to view. No patient involvement was reported.

Manufacturer narrative:
It is confirmed that the file is not reportable after investigations.

Event description:
The customer reported an increased failure rate of power cords over the past year during his inspections during device maintenance in biomed. Biomed has replaced upwards of 500 cords and spent 8-10k in the st louis market specifically. The cord appears to be coming out of the housing at the connection to the pc unit where he would expect to see adhesive to secure the connection. The covered wires within the power cord are exposed to view. No patient involvement was reported.